Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the patient effects however, the reported difficulty deploying the stent, device damaged by another device, stent damage, stent migration, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a 100% stenosed, moderately calcified lesion in the heavily tortuous obtuse marginal artery. An unspecified stent implant was deployed; however, plaque shift was noted. After placement of balance middle weight (bmw) guide wire, a 2.25x28mm xience alpine stent implant was deployed without reported issue. During withdrawal of the bmw guide wire, resistance was met and it was noted that the guide wire was caught with the deployed 2.25x28mm xience alpine stent implant and the guide wire tip separated. Additionally, the deployed stent implant was shorted and shifted proximally. The proximal portion of the guide wire was removed without issue, and a balloon dilatation catheter (bdc) was used to crush the separated distal portion of the guide wire to the vessel wall. The procedure was completed with no reported adverse patient sequela and no reported clinically significant delay in the procedure. On (B)(6) 2015, the patient presented with angina and angiogram revealed occlusion and possible poor wall apposition of the deployed 2.25x28mm xience alpine stent implant; however, it is unknown if the occlusion is thrombosis or restenosis. Attempts to treat the occlusion were unsuccessful; therefore, the patient was treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The balance middleweight referenced is being filed under a separate manufacturing report number.